Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative stated that the cause of the shocking might be due to the fact that the device was turned up high. As for intervention taken, they turn it down and the patient would be following up with their health care professional in a couple of weeks. No additional complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced shocking in the right groin by their testicles. Impedance testing were all normal. As for troubleshooting, the leads were reprogrammed and patient was educated on how to use to remote and the issue was resolved. No further complications were noted or anticipated.